Manufacturer narrative:
All available information was investigated the reported material split, cut or torn (torn ci) was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported torn ci (material split, cut or torn) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed. During preparation of xtw (lot: 40207r1116), when inserting the clip into the clip introducer, the tip of the clip introducer was observed to be damaged. The clip was replaced with another xtw and the procedure was completed successfully. There was no patient involved with the issue and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.